Event description:
Multifire endo gia - 30 was used to staple appendix. The stapler would not open properly. After much effort the surgeon got the stapler to open, otherwise pt would have needed a larger incision to manually remove instrument from appendix.